Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. The needle pulled off of the suture during use. A same like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.